Event description:
A ventilator that was being used in a hospital to provide therapy to a (B)(6) infant alarmed and shut down. When the mother responded, the infant was blue. The infant was placed on a different ventilator and was returned to his/her baseline condition. The device was returned to a MFR's authorized service center in great britain for eval. The reported event (the device shut down and alarmed) was confirmed. The device is to be returned to the united states for further eval. A f/u report will be filed upon completion of the investigation.